Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. The access site was confirmed in the common femoral artery. It was reported that there was no resistanc eon the insertion of the device and adequate mark was achieved. The foot of the device was deployed without difficulty and then the device was positioned up against the artery. The neeles were deployed and the plunger was removed. It was reported that the sutures were deployed successfully. The foot was then parked and when the physician attempted to remove the device, resistance was "felt". Fluoroscopy was used to check the cause of resistance and the physician stated that he did not visualize anything unusual. The foot of the device was deployed and parked again. It was reported that the physician was able to wiggle the device out and exchange it for an 8 fr. Sheath. Hemostasis was achieved. After the act level came down, the sheath was removed and manual compression was held th achieve hemostasis and closure. There was no report of an adverse pt event. It was reported that the physician examined the device after the procedure and discovered a small piece of plastic sticking out on the anterior side just distal to the foot of the device. When the piece was touched, it fell off and was lost.